Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein in the forearm. A 5.0 x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, on the third inflation at 20 atmospheres for 120 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.